Event description:
It was reported that the arctic sun device started cooling patient yesterday and trying to maintain at 36c targeted temperature (tt) but patient temperature (pt) had been climbing, and water temperature (wt) had not been dropping. Event log shows alert 113 reduced water temperature control x 3. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c, water flow rate (wfr) was 2.2 l/m. 4 pads connected with good coverage. System diagnostics, outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.7c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -6.5psi, circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 6819.1, pump hours were 6177.5. Advised to swap out to alternate device and send to biomed labeled 113. Sn (B)(6). Per additional information updated from ttm on 18jun2025, it was reported that the nurse sent device to biomed for alert 113 not cooling. Biomed had run calibration and device was failing step 20. Biomed had device with calibration error 5. Expected value: 0, actual value: -194. Sn: (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete report source other: (B)(4). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device started cooling patient yesterday and trying to maintain at 36c targeted temperature (tt) but patient temperature (pt) had been climbing, and water temperature (wt) had not been dropping. Event log shows alert 113 reduced water temperature control x 3. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 36c, water temperature (wt) was 28.4c, water flow rate (wfr) was 2.2 l/m. 4 pads connected with good coverage. System diagnostics, outlet monitor temperature (t1) was 28.7c, outlet control temperature (t2) was 28.7c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -6.5psi, circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 6819.1, pump hours were 6177.5. Advised swapping out to alternate device and send to biomed labeled 113. Sn (B)(6). Per additional information updated from ttm on 18jun2025, it was reported that the nurse sent device to biomed for alert 113 not cooling. Biomed was trouble shooting alert 113 not cooling earlier with them. Calling back to see if they can get a quote for a depot repair. Per follow up information received via task on 13nov2025, stated the device failed calibration error 80. It was determined that the device had a failed mixing pump. Biomed requested quote for 2k pm.

Manufacturer narrative:
Report source other: (B)(4). The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 6819.1, pump hours were 6177.5. Advised swapping out to alternate device and send to biomed. Quote sent for 2k pm. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.